Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing. The non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms. Technical services (ts) noted the rv lead may be compromised. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited oversensing. The non-boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms. Technical services (ts) noted the rv lead may be compromised. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced with a non-boston scientific device. This pacemaker was implanted for almost 10 years which falls within expected longevity.